Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to touchscreen being out of calibration during incoming inspection. It was also noted that the company logo button was missing. The printer paper was running low. The upper and lower bullets were replaced. The left keyboard hinge was broken. The radiofrequency head cable was worn but functional. The top cover of the radiofrequency head was cracked. Errors were identified in the software history log. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.